Event description:
There was crack in the inner sterile packaging. Another mixer was readily available, and the surgery was completed without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The root cause of this event was attributed to mishandling of the product during shipping/handling after leaving our mfg facility.